Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization for high blood glucose levels. The customer recently had their basal rates adjusted by their doctor. The customer's blood glucose level was 56 mg/dl at the time of incident, but was 319 mg/dl at the time of call. The customer's symptoms included vomiting and diarrhea. The customer did not find anything wrong with the device during troubleshooting. The customer was advised to monitor the device and call back if problems persisted. The customer was also advised to contact their doctor regarding the issue. Nothing was replaced or returned.